Event description:
On (B)(6) 2011 the lay user/patient in france contacted lifescan to report the one touch verio pro meter was giving inaccurately high readings. The (B)(6) was able to classify the complaint based on the information provided to customer service. On (B)(6) 2011 at 7:08 am the patient obtained the blood glucose reading of 80 mg/dl on the reported meter. He did not take any insulin, and drove to the laboratory for a blood test. Ten minutes into his drive, the patient experienced the symptom of disorientation. At 7:45 am the patient obtained the laboratory result of 40 mg/dl, and a second reading of 80 mg/dl on his ot verio pro meter, within 10 minutes. The patient returned home and administered self-treatment by consuming sweets. After eating the meal, the patient tested his blood glucose level using his backup meter, and obtained a reading of 72 mg/dl. The patient did not seek any medical attention. Troubleshooting revealed the patient's testing technique was correct, and the test strips were in good condition and within opened expiration dating. The meter and control solution were replaced. The patient allegedly suffered blood glucose levels suggesting severe hypoglycemia after obtaining a normal reading on the reported meter, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the products involved with this complaint has been returned and evaluated by product analysis on with the following findings: on (B)(4), 2012 the meter passed testing and no faults were found. On (B)(4) 2012 the test strips were tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.